Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [0501070000-2023-8004]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the saline lock broke off the bd insyte¿ autoguard¿ bc shielded IV catheter during insertion. Verbatim: customer reported saline lock broke off at syringe side during IV insertion.

Event description:
It was reported that the saline lock broke off the bd insyte¿ autoguard¿ bc shielded IV catheter during insertion. Verbatim: customer reported saline lock broke off at syringe side during IV insertion.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.